Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. In (B)(6) 2016, the shock impedances became out of range at 125 ohms, so a defibrillation threshold (dft) test was performed. The shock impedances dropped to 100 ohms, but still began to increase steadily. At this time, the shock impedances have become out of range again and are around 165 ohms. In addition, pacing thresholds have increased. The rv lead is expected to be revised, but remains in service at this time. No additional adverse patient effects were reported.